Event description:
The customer reported a clenz leak at the right side of the lh 500 hematology analyzer while running latron control. The customer indicated that the leak was not contained within the instrument and the conductivity channel was low on the latron control. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the leak coming from a hole in tubing at pinch valve pv37. The fse replaced the tubing to resolve the leak and no further issues with latron control were noted. Failure mode of the leak is attributed to a hole in tubing at pinch valve pv37. (B)(4).